Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that during a knee arthroplasty, the provisional fractured during trialing. The fractured portion of the provisional was retrieved and there was no debris left in the patient. There was no harm or injury to the patient.

Manufacturer narrative:
Devices were evaluated and the reported event was confirmed. Visual inspection of the returned devices revealed that the articular surface provisional exhibited signs of repeated use and has fractured by the lateral side. Fragmented part not returned. Device history report was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. The complaint was considered confirmed as the returned instrument was fractured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.